Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue: moisture in battery compartment. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 16-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: during investigation, a leak was found in the battery compartment with moisture on all internal circuit boards, and the battery compartment. The pump was unable to power up due to moisture damage. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.